Event description:
Received information stating unit was alarming while on pt. The pt was placed on ventilator due to the pt's condition. The ventilator error logs have been reviewed and indicate multiple ventilator alarms recorded prior to the pt being placed on the ventilator and during the alleged event. As per the hospital, the ventilator did not contribute to the pt's demise.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). (B)(6). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video laparoscopic cholecystectomy procedure, the device was sticking and jamming. Another device was used to complete the case with no patient consequence.